Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the flow sensor was not reading. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded.

Manufacturer narrative:
The reported complaint could not be confirmed. Per the field service representative (fsr) there were no logs available. The user facility installed a new probe. During laboratory analysis, the product surveillance technician (pst) connected the flow sensor to lab use only (luo) testing equipment. The pst observed the dashes when there was no flow and the flow sensor to perform as intended. It was determined that the flow sensor met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.